Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they went out to the pain and spine clinic with a friend of theirs to have some work done and they mentioned to the attending physician that they were having to charge the stimulator almost 3 or 4 times a day. Patient stated that they charge the ins when they get up to 100% and then they charge at mid afternoon, and then they recharge again at 9 o'clock at night. Patient service specialist asked the patient when the issue began and patient stated that it was at least 2 or 3 months ago and that the issue hadn't gotten any better. Patient noted that the therapy was not disposing of all the pain that they had in their back and that certain things they tried to do they couldn't as they couldn't move since their back would go "errrp" and then everything would quit. Patient mentioned that they mentioned the issue to the physicians assistant at the pain clinic. The patient was redirected to their healthcare provider to further address the issue, however pt said that they couldn't recall hcp's name but hcp was at the clinic. Pt said that the pa told them to call the manufacturer. Patient services (pss) advised the pt that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response.

Event description:
Additional information was received from the pt. Pt mentioned they were having issues with their implanted neurostimulator(ins) and had to charge 3-6 times per day. Pt said the pain clinic said they may need to be reprogrammed and pt needed a medtronic (mdt) rep. Patient services specialist(pss) emailed the local mdt reps and provided nas.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.